Event description:
Spontaneous call per patient's mom, home health nurse is requesting a new pump due to current pump malfunctioning (no details or description on how); no missed doses or side effects reported; not specified if current pump on hand available for return; no lot number or expiration date provided; serial number recorded in notes as (B)(4); no further information or dates reported. Reported to (B)(6) by pt/caregiver.